Manufacturer narrative:
(Expiration date): manufacturer's investigation conclusion: the device remained implanted and the patient remained ongoing on vad support until expiring of natural causes on (B)(6) 2018 (reference MFR medwatch 2916596-2018-03896 for the outcome). A direct correlation between the lvad and the reported event could not be conclusively established through this evaluation. The instructions for use (IFU) lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen and inr range as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient had syncope and fell on the floor. A CT showed a subarachnoid hemorrhage (sah). The patient was hospitalized and coumadin was stopped for a few days. Another CT scan was performed on (B)(6) 2018 showed sah absorption. As of (B)(6) 2018, the event has been resolved and the patient was recovering. No further information was provided.